Event description:
The customer states that the system was giving a high ma warning.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep performed a filament calibration and restored the system to normal operation. The system is operating as intended at this time.